Event description:
A journal article was reviewed that contained information regarding echocardiography guided cardiovascular implantable electronic device (cied) implantation to reduce device related tricuspid regurgitation (tr). The article reports patients who had worsening of ejection fraction (ef) due to high right ventricular (rv) pacing rate. Four patients showed worsening tr from mild to moderate or mild-moderate to severe with one patient requiring an aortic valve replacement and tricuspid valve (tv) ring surgery six months after pacemaker implantation. Three patients underwent right atrium (ra) lead repositioning. The status/disposition of the devices and leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6). The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: echocardiography guided cardiovascular implantable electronic device implantation to reduce device related tricuspid regurgitation (tr): a prospective controlled study. The israel medical association journal (imaj). 2022; 24: 25-32. If information is provided in the future, a supplemental report will be issued.